Event description:
It was reported that a preloaded toric intraocular lens (iol) was explanted from the patient's operative eye. The reason was not provided. Another johnson & johnson lens, model dib00 15.0 diopter was implanted as a replacement. The explanted lens is not available to return. Through follow up, it was learned the reason for the iol being explanted was due to the haptic not sitting in the capsular bag properly. The surgeon did not want to rotate the haptic into a different position, because it would have interfered with proper toric alignment. The surgeon felt it would be best to remove the toric lens and replace with a regular enhance, so the surgeon could orient the haptics where there was more anterior capsular coverage. The vision with the initial lens was 20/20. The issue was the patient was in pain because the haptic was in the sulcus and it was unsafe to leave it as such. Post iol exchange, pain was improved, but vision was worse due to corneal edema. There were no unplanned sutures or vitrectomy required, however, the incision was enlarged about 1mm in order to remove the intraocular lens. There was no patient injury. The patient outcome reported patient's pain is better. The lens is still implanted and the surgeon is following the patient closely. The eye is likely still inflamed from residual iritis secondary to the iol haptic having been in the sulcus for a week. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h6: health effect - clinical code: 4581 - incision enlarged. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.